Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found which is consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.